Event description:
The scope tested positive for 20 colony forming units (cfus) total flora on (B)(6) 2023, 8 cfus of total flora on (B)(6) 2023 and 5 cfus of total flora on (B)(6) 2023.

Manufacturer narrative:
This report is being submitted to provide the customer¿s microbiological sampling results, refer to b3 and b5 and the independent microbiological sampling results. Prior to the device evaluation, the scope was sent to an independent laboratory for sampling. For the all channel sample, the scope tested positive for 4 cfus of micrococcaceae and the distal end tested positive for one cfu of micrococcaceae. This report will be supplemented if additional information becomes available at a later date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Despite good faith attempts the user culture results were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. According to the instruction manual, the reprocessing methods are described in the following chapters: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist. The device was not used during waiting for culture results. After the positive culture was observed the device was quarantined. The device was reprocessed four times before sampling. The last date of reprocessing was 21jul2023. The sample was taken after reprocessing and storing in a wassenburg dry300 at 27 degrees celsius with oxygen concentration of 21%. There was no suspected patient infections and no deviations, deficiencies or concerns in the reprocessing by the user. Precleaning: - was not performed immediately after the procedure. - water was aspirated through the instrument / suction channel with a suction pump until the aspirated liquid becomes clear. - the forceps elevator was raised and lowered 3 times in the water during aspiration - aspiration was completed in both the 1st and 2nd possition of the suction valve - the air/water and balloon channels were flushed with water and air using maj-1444 & maj-629. - the air/water channel was flushed with water using mh-948. Manual cleaning: - pre-soaking was performed. - leak testing was performed in accordance with the device instructions for use (IFU) and passed. - the detergent used for manual cleaning is by anios laboratories. - the brushed points were the instrument/ suction channel, suction cylinder, instrument channel port, balloon channel and forceps elevator. - the forceps elevator was raised and lowered three times when submerged in the detergent solution. - the forceps elevator was flushed. - the distal end is brushed with a single use channel-opening brush and maj-1888 (or corresponding). - the distal end was flushed with maj-2319. To date the customer culture results have not been shared and the subject device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for unexpected contamination. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, the device evaluation and the updated legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. Precleaning was not performed immediately after the patient procedure. Water was aspirated through the instrument/ suction channel with a suction pump. The forceps elevator was moved to raise and lower 3 times in water during aspiration. Aspiration was done in both the 1st and second positions of the suction valve. The air/water and balloon channels were flushed with water and air by using maj-1444 and maj-629. The air/water channel was flushed with water and air using mh-948. Pre-soaking was performed prior to manual cleaning. The device passed leak testing. The detergent used for manual cleaning is anios. The brushed points are instrument/suction channel, suction cylinder, instrument channel port, balloon channel and forceps elevator. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end was brushed with a channel opening brush and a single use soft brush maj-1888. And the distal end was flushed with a maj-2319 distal end flushing adapter. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: water leakage from connector. Light guide cover glass breakage. Wear of bending section rubber adhesive. No play in the angle adjustment knob. However, these defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.